Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert on the ilet pump when attempting a meal announcement, which was attributed to incomplete device setup; the agent assisted the user in completing setup and insulin delivery was initiated, and a factory reset was performed on the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to characterize a specific medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.